Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, reported possible over delivery anomaly and a crack near the battery compartment. The customer reported blood glucose value of 47 mg/dl and the customer visited emergency room for treatment. The event involved product(s) mmt-342g, mmt-441ag, mmt-1780kpk. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342g. No product return is required for mmt-441ag. Mmt-1780kpk was requested and customer response was the device will be returned.

Event description:
Updated summary: customer reported having a low blood glucose on (B)(6) 2024. Customer went to the emergency room at 2am for a low of 46mg/dl. Customer also reported a hairline crack on the rounded edge of the battery compartment that occurred on (B)(6) 2024. Customer said there was no physical damage to the retainer ring. Customer also said he got a critical message that the pump was no longer administering correct insulin on (B)(6) 2024 at 2pm. The low started on (B)(6) 2024 at 2pm. Customer was just sitting on the rock and watching his grandson surf in the ocean prior to the low. Customer had stopped using the pump leading up to the hospital visit (though customer did not specify when he stopped using the pump ¿ likely some time between 2pm on (B)(6) 2024 and the hospital visit on (B)(6) 2024). Most recent set change before the low was on (B)(6) 2024 and customer was disconnected during the rewind/prime sequence. Customer declined further troubleshooting for the low but troubleshooted for the damage. Pump was discontinued and returned for analysis.

Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to verify possible over delivery anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Successfully downloaded comlink3 file. The comlink3/xtest bootloader traces does not provide the additional information. Critical pump error (open book image) alarm was confirmed, suspecting the hw. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator¿assembly and battery tube assembly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to verify customer alleged for low bgs. Unable to verify/test possible over delivery anomaly, perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Unable to download of history files and traces using thus was confirmed. Critical pump error (open book image) alarm and unable to download of history files and traces using thus were confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.